Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI number. Missing manufacture date. No part returned.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the straight suction was bent. This instrument could pass verification if manipulated. There was no patient present when this issue was identified.

Manufacturer narrative:
UDI and device manufacturing date provided.